Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the bolus button of the insulin pump was not working half of the time that it was pressed. The customer stated that the runners on insulin pump was broken or nonexistent so insulin pump did not longer hold a belt clip and batteries had been replaced every 2 weeks. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.